Event description:
It was reported that the patient presented to the hospital for a follow-up on 19 feb 2022 after the implant procedure. Upon examination of lead, it was noted that the right atrial (ra) lead was not sensing p waves, under-sensing signals and not capturing in the atrium. After further examinations, it was discovered that the ra lead was dislodged and was oversensing r waves while pacing the right ventricle. The physician performed a lead revision procedure where the ra lead was repositioned properly in the atrium on (B)(6) 2022. The patient was in stable condition before, during and after procedure.